Event description:
The incident involved a 15" (38 cm) appx 4.7 ml, bifuse add-on set w/2 bag spikes, 2 clamps (red, blue), plug adapter. The reporter stated that particulate matter was observed in the drip chamber after spiking with pump line. The event was noted during priming. There was no patient involvement and no patient harm. This is the second of three reports.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Complaint of particulate matter can be confirmed based on the photos received by customer. However because the physical sample was not returned for evaluation a probable cause cannot be determined. The device history review (DHR) for lot 13408928 was reviewed and no non conformities were found that would have led to the reported complaint.